Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout, the bipolar atrial lead impedance was last noted as nearing low impedance. The lead is still in use. No patient complications have been reported as result of this event.